Event description:
A vns treating physician reported that they had a patient who was implanted (B)(6) 2012 who was explanted for infection on (B)(6) 2012. No trauma or manipulation was reported prior to the infection event. The plan is to reimplant the patient at a later date. Good faith attempts have been made and no further information has been attained at this time.

Event description:
The patient's infection resolved and they were implanted with another vns system. During reimplant further remnants of their existing lead body were removed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.